Manufacturer narrative:
(B)(4). Evaluation summary: rite functional test failed the power up verification step. Rite electrical test failed the earth ground leakage step. Rite test encountered a failure of earth ground leakage, with an assignable cause of defective heater pan, and defective power supply, and a relationship to the reported problem of: n/a. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. There was no patient involvement.